Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by a getinge field service engineer (gfse), the cs100 intra-aortic balloon pump (iabp) external pressure input is not possible. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8,d9,g1,g3,g6,h2,h3,h6( type of investigation. Investigation findings, component code, investigation conclusion) h11. Corrected fields: d1, d4(model number, UDI, catalog number). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing d012-00-0765 cbl assy external monitor conn. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing cbl assy external monitor conn. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (B)(6) ,the failure analysis and testing dept. Received part cable assy, external monitor connector serial number n/a with a reported unit failure of external pressure is not possible. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the part cable assy, external monitor connector into the cs100 test fixture and tested the cable assembly to factory specifications per the cs100 service manual part the fat dept. Did not receive an external pressure signal when the cable was tested.the fat dept. Was able to replicate the failure of external pressure is not possible experienced by the customer. The cable failed testing. Wear and tear of the connector may be probable cause of failure. Retaining the cable in the fat dept. Per procedure.

Event description:
N/a